Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-12568. It was reported the patient's scs system was explanted due to an infection sometime in (B)(6) 2018 (exact date not provided). The infection has since resolved.